Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels after she had accidentally pulled out her infusion set. The blood glucose reading was 577 mg/dl. The customer stated that she had changed out the infusion set but not the reservoir, advising that she had not primed the infusion set. Advised the customer that she was not receiving insulin since she had not primed. After assisting the customer with rewinding and priming, she was advised that she should now be receiving insulin using the insulin pump. Nothing further reported.